Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the e-200 generator to perform failure analysis (fa). The e-200 was analyzed, and fa investigations could not replicate or confirm the customer-reported complaint. The e-200 unit was visually inspected, and no issues were observed. It was then installed onto a well-known system and powered on successfully. The unit subsequently passed the system drive test. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues with the e-200.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the monopolar function was not firing with the erbe generator. The user replaced the monopolar energy cable, but the issue persisted. The user stated that they could hear the firing sound from the erbe, but no energy was coming out. The issue was resolved by using an external electrosurgical unit (esu), which allowed the combination of cable and instrument to work properly. The user continued with the procedure as planned without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the e-200 generator. The system was tested and verified as ready for use. The e-200 generator involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.